Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging that patient harm of an unknown nature occurred. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted the complaint as serious injury, after further investigation by the manufacturer it was determined that the allegation does not define the acceptance of a serious injury. There was no harm or injury reported, it is only related to a product problem.